Event description:
It was reported during follow up the trial patient reported falling in the bathroom. During the visit the patient was in a medication withdrawal like condition. X-ray showed the scs lead migrated from t7 to t9/10 in a ventral position. The patient requested to end the trial and the physician removed the patient's lead.

Manufacturer narrative:
Date received by manufacturer was 17 jan 2019.